Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was frayed at the wrist. The frayed segments were various in lengths. No damage or wear marks was found at the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si maryland bipolar forceps instrument wire was observed to be fraying at the instrument tip. No patient harm, adverse outcome or injury was reported.